Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 28-may-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Mfg date: 28-nov-2018. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) high thresholds and no capture were observed during multiple positioning attempts. The ipg dislodged and upon recapturing, the tether severed resulting in the ipg being recaptured with a snare. The ipg dropped and entered the pulmonary system of the patient. The ipg was recaptured using a second snare and sheath. The ipg and delivery system were removed and a replacement leadless ipg was implanted. No patient complications have been reported as a result of this event.